Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient experienced a shock or jolting sensation 3 times while having a CT scan. The stimulation was on at the time of exposure. Further information is being requested from the hcp.